Event description:
Patient reports that the device turns on unexpectedly. The patient also reports a painful and burning sensation in the mouth he associates with using inspire therapy.

Event description:
Physician met with the patient a week after the reported event. Physician reports that the patient was doing well and was able to use the therapy. He didn¿t have any concerns.